Event description:
It was reported the system displayed a communication error. This resulted in a loss of imaging functionality. This could result in a procedural delay. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.